Event description:
Blood glucose readings from 334 mg/dl to 69 mg/dl within minutes of each other. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event. The strips are to be returned for eval, and replacement strips will be sent.